Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident from the 1st to 3rd distal stent wraps with struts raised and bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure and attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderate tortuosity, severely calcified lesion exhibiting 98% stenosis in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated using a 2.0mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. Resistance was encountered when trying to advance the stent across the lesion so the stent was pulled back and removed from the patient in order to dilate the lesion again. It was reported that on removal of the stent it was observed that stent deformation had occurred. The procedure was successfully completed using a 3.0 x 15 onyx stent. It was reported that the patient is alive with no injury.